Manufacturer narrative:
The event of capsular contracture baker grade IV a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker IV. The device has been explanted.

Event description:
Additional information provided noted hematoma that was "evacuated three days after implantation." A medical professional noted that this was most likely due to the surgical procedure and therefore not related to the device.